Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally, but it would not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection was performed and passed. Evidence of overheating was found in a defective u5 board. The resistance of the u5 was measured and found to be high. The reported event of the overheating of the receiver was confirmed. The probable cause was determined to be a defective u5 board.